Manufacturer narrative:
Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspection was performed on the returned device. The reported deployment issue was not confirmed. It is possible that the distal sheath was bent or entrapped within in the anatomy such that the ratchet was unable to properly engage the stent causing the partial deployment; however, this could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified superficial femoral artery. One supera stent was deployed successfully. An attempt was being made to deploy a second supera stent overlapping the first; however, the ratchet stopped pushing out the stent. The delivery system was turned slightly and back which usually reconnects the ratchet to allow delivery of the stent; however, the delivery system pulled back and the stent was no longer overlapping the previously deployed stent leaving a gap. The delivery system with the stent still attached was removed from the patient without issue. A new supera was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.